Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the lead was capped and replaced due to lead fracture.

Event description:
New information received indicated that an x-ray was taken prior to the lead being capped, showing externalized conductors near the device header. Based on the review of the fluoroscopy images provided to st. Jude medical, the conductors are not considered to be externalized. An independent physician trained to adjudicate externalization also reviewed the fluoroscopy images and concurred there were no externalized conductors.

Event description:
It was reported that an alert was received for lead noise. Occasional oversensing was observed. Reprogramming was done and lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.